Event description:
Pt reported that device does not complete bolus deliveries. No error was generated by the device. Device's bolus history reflects incomplete boluses and additional boluses that were delivered to compensate for incomplete bolus deliveries. Pt's blood glucose was not affected.